Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that gastroenterology was consulted for patient with two episode of bright red blood per rectum versus hematochezia overnight while on therapeutic heparin. The bleeding was confirmed gastrointestinal. The patients hemoglobin was at 12, pending a daytime repeat. The patient reported no abdominal pain. There was no diagnostic testing done. The patient was given an antithrombotic medication change and the bleeding resolved.

Manufacturer narrative:
Manufacturers investigation conclusion: the reported event occurred on 22apr2022 which was prior to heartmate 3 left ventricular assist device (lvad) implant. There were no reported device issues associated with the event. No further information was provided. The manufacturer is closing the file on this event.